Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported during impella cp support, the 59-year-old male patient had hemolysis and renal failure. The patient started on dialysis due to the renal failure. The impella cp was weaned and another impella device was used.

Manufacturer narrative:
The investigation for the hemolysis and the renal failure has been completed. No product was returned. Log review showed positioning alarms within first two hours of case. Clinical details note that the position was checked with echo and the pump was repositioned after the patient was transferred to ICU. No motor current spikes or suction were present in the logs prior to the report of hemolysis/renal failure. Poor lv function was also mentioned in clinical details at this point, and the patient struggled to wean off cp later that day. The root cause of the hemolysis was most likely patient condition related. The root cause of the renal failure was not determined since insufficient clinical details were provided. Corrections to the initial MFR report: g1 MDR reporting contact email.